Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. B3: publication year of 2020. D4: batch#: unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA: 014204. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: eras protocols for bariatric surgery. Author: hussien h. Elsayed, tohamy a. Tohamy, ahmed k. Abdelmola and mohamed kh. Kamel. Citation: mjmr, vol. 31, no. 4, 2020, pages (254-267). This is a prospective study that has been held in general surgery department, minia university hospital on 20 patients managed with enhanced recovery protocol after bariatric surgery, between february 2019 and february 2020. Informed consents from all patients have been taken before entering the study. Mersilene 3-0, harmonic scalpel, 3.0 silk, 45 mm linear stapler and vicryl 2/0 were used. Reported complications included wound condition, paralytic ileus, postoperative fever, postoperative sepsis, leakage. In conclusion implementing eras did not reduce the percentage of patients discharged on postoperative day 1 in a bariatric surgery program with historically low length of stay, but it led to significant reductions in perioperative opioid use, decreases in postoperative nausea, and early emergency room visits.